Manufacturer narrative:
As reported, patient "believed galaflex dissolved through saliva." Based on the information available, no conclusions can be made as to what if any extent the galaflex implanted about 1 year ago during the patient¿s breast augmentation caused or contributed to the patient¿s post operative condition. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instruction for use (IFU) states that, "p4hb bioresorbs through a process of hydrolysis and hydrolytic enzymatic digestion. Bioresorption of the scaffold material will be essentially complete within 18-24 months." Addendum #1: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document additional/corrected information provided. As reported, post implant of galaflex 3d, the patient experienced abdominal pain, inflammation and gastrointestinal issues such as infection. Patients' plastic surgeon who implanted the mesh does not feel the patient's symptoms are due to the galaflex 3d. Based on the additional information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the postoperative condition. Note, the date of event is considered to be a best estimate as 27-aug-2023 based on the information available. Addendum #2: h11: this supplemental MDR is submitted to document the corrected initial reporter e-mail address. Update fields: b4, g3, g6, h2, h10, h11 corrected field: e1 (initial reporter e-mail) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, patient was implanted with galaflex mesh during third breast augmentation procedure. About 1-year post-implant patient is having digestion issues and unexplained foamy saliva (spitting). It was also reported that patient has been experiencing these issue for three months and was seeking the process how the mesh dissolves in the body. It was reported that "patient was told the mesh would excrete through sweat glands, but patient believes it's through saliva." Addendum: as reported, patient was implanted with galaflex 3d mesh during third breast augmentation procedure on (B)(6) 2022. As reported, exactly one year later, patient started experiencing abdominal pain, gastrointestinal issues, inflammation and neurological changes like difficulty walking at times and forgetfulness. It was reported that the implant surgeon does not feel the patient's symptoms are due to the galaflex 3d. As reported, the patient was on an antibiotic for some type of gastrointestinal infection, the doctors also tested the white substance on the tongue, and it was not a fungal infection.

Event description:
As reported, patient was implanted with galaflex mesh during third breast augmentation procedure. About 1-year post-implant patient is having digestion issues and unexplained foamy saliva (spitting). It was also reported that patient has been experiencing these issue for three months and was seeking the process how the mesh dissolves in the body. It was reported that "patient was told the mesh would excrete through sweat glands, but patient believes it's through saliva." Addendum: as reported, patient was implanted with galaflex 3d mesh during third breast augmentation procedure on (B)(6) 2022. As reported, exactly one year later, patient started experiencing abdominal pain, gastrointestinal issues, inflammation and neurological changes like difficulty walking at times and forgetfulness. It was reported that the implant surgeon does not feel the patient's symptoms are due to the galaflex 3d. As reported, the patient was on an antibiotic for some type of gastrointestinal infection, the doctors also tested the white substance on the tongue, and it was not a fungal infection.

Manufacturer narrative:
As reported, patient "believed galaflex dissolved through saliva." Based on the information available, no conclusions can be made as to what if any extent the galaflex implanted about 1 year ago during the patient¿s breast augmentation caused or contributed to the patient¿s post operative condition. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instruction for use (IFU) states that, "p4hb bioresorbs through a process of hydrolysis and hydrolytic enzymatic digestion. Bioresorption of the scaffold material will be essentially complete within 18-24 months." This is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document additional/corrected information provided. As reported, post implant of galaflex 3d, the patient experienced abdominal pain, inflammation and gastrointestinal issues such as infection. Patients' plastic surgeon who implanted the mesh does not feel the patient's symptoms are due to the galaflex 3d. Based on the additional information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the postoperative condition. Updated fields: b4, b5, d6.a (medical device implant date), e1, g3, g6, h2, h6, h10, h11 corrected fields: b3 (date of event), d1 (medical device brand name), d4 (medical device catalog #), g4 (PMA / 510(k)#). Note, the date of event is considered to be a best estimate as 27-aug-2023 based on the information available. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Manufacturer narrative:
As reported, patient "believed galaflex dissolved through saliva." Based on the information available, no conclusions can be made as to what if any extent the galaflex implanted about 1 year ago during the patient¿s breast augmentation caused or contributed to the patient¿s post operative condition. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instruction for use (IFU) states that, "p4hb bioresorbs through a process of hydrolysis and hydrolytic enzymatic digestion. Bioresorption of the scaffold material will be essentially complete within 18-24 months." Note, the date of event is considered to be a best estimate as (B)(6) 2023 based on the information available. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient was implanted with galaflex mesh during third breast augmentation procedure. About 1-year post-implant patient is having digestion issues and unexplained foamy saliva (spitting). It was also reported that patient has been experiencing these issue for three months and was seeking the process how the mesh dissolves in the body. It was reported that "patient was told the mesh would excrete through sweat glands, but patient believes it's through saliva."